Event description:
I have experienced the following - pain, difficulty breathing, difficulty sleeping, headaches, dizziness, stuffiness and ear ringing, constant itchy rash all over, fatigue, depression, anxiety, weight gain, hair loss, brain fog, and digestive issues. Numerous tests by multiple doctors to try to find the cause, it was finally determined after nearly 10 years that breast implants are the cause.